Event description:
During a preventative maintenance, it was observed that the ground resistance reading was infinite resistance. There was no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.